Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the top case was counterfeit, the right plunger case was cracked, and the battery would not charge. Invalid syringe size found in pump event history log. During functional testing using the flow test the reported issue was duplicated. The size pot pin was not installed into the barrel clamp slide. The root cause of the reported issue was customer's incorrect assembly of the device. Installed size pot pin into barrel clamp slide to resolve the reported issue. This MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4) .

Event description:
It was reported that the pump exhibited a calibration error. No patient injury was reported.